Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that an (B)(6) male had an intra-aortic balloon (iab) inserted by the cath lab. The iab was inserted via the right femoral artery. During the insertion, the "j" spring wire guide (swg) was extra stiff and difficulty was encountered at the insertion in the teflon sheath. The balloon ruptured after 2 minutes of therapy, with the class 1 alarm, "helium loss." A delay of 5 minutes was reported to replace the catheter. The iab was removed and a datascope fidelity iab catheter was inserted and used with a datascope 98xt intra-aortic balloon pump (iabp). The pt remained on iabp therapy for 16 hours in the cardiac care unit, unfortunately expiring from a brain hemorrhage. It is noted that the device did not contribute to the pt death and no injuries were reported.